Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of an error message for end of service appearing on the phone for the insertable cardiac monitor (icm) for premature battery depletion. The device case was opened and visual inspection revealed no irregularities. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the error message was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. The investigation is being tracked under (B)(4).

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This device was explanted with no replacement and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h11: additional MFR narrative upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed the icm could not be communicated with. An x-ray of the device identified no anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was measured at .065 volts, which is lower than expected. The battery was removed and replaced with an external power source. The current drain was then measured and found to be normal. The battery was forwarded for detailed testing. Analysis concluded the battery was depleting in an irregular fashion, and faster than expected; however, the root cause of the battery issue was unable to be determined.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This device was explanted with no replacement and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This device was explanted with no replacement and returned to boston scientific for analysis. No adverse patient effects were reported.